Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained ventricular oversensing episodes were recorded. The patient's right ventricular lead exhibited low pacing impedance, and the impedance box showed in red. A low pacing lead impedance trend was also noted. Lead damage was suspected. Capping and replacing the lead was discussed. Explanting the lead was not considered in the interest of the patient's safety. The patient was stable.